Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a continuous renal replacement therapy (crrt) with a prismax machine (hemodialysis), several alarm conditions were triggered and according to the user this led to possible excessive heparin administration. The heparin rate setting was 2.3ml/hour. Approximately 5 minutes after the change of the syringe, the staff nurse noted 30ml of heparin was left in the syringe although the rate was set at 2.3ml/hour. Crrt was stopped immediately and 20mls of blood was aspirated from both lumens of the vascath (40ml in total). Repeated aptt blood samples were taken regularly. Continuous monitoring of vital signs and neuro observations were performed; no signs of bleeding was noted. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, the machine was evaluated on-site by a baxter qualified technician. The technician reviewed the machine logs which revealed multiple alarms. A syringe calibration and system self-test were performed, and scale weights were checked with no issues noted. A t1298 alarm_syringe_force_low alarm was triggered which may indicate that the plunger clip was not correctly locked to fix the syringe for correct movement. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of inaccurate delivery was verified. The cause of the condition was determined to be related to use error and the improper locking of the syringe. Should additional relevant information become available, a supplemental report will be submitted.